Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the implantable cardiac monitor recorded episodes with post-sensed t-wave oversensing. No t-wave oversensing was observed during the live session. The device was reprogrammed. The patient was in stable normal sinus rhythm during the follow-up and would be monitored.